Manufacturer narrative:
H4: lot manufactured between february 05, 2020 to february 06, 2020. H10: three (3) devices were received for evaluation. Visual inspection along with magnification did not identify any abnormalities that could have contributed to the reported condition; no black foreign material could be observed of all samples. The caps from the fill port connectors were removed and no black foreign material could be observed. The reported particulate matter was not verified; however, a damaged fill port connector thread was observed on one (1) sample. The cause of the damaged connector thread could not be determined; the most likely cause of the damaged was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black foreign material was observed in three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.